Event description:
It was reported that the device had a power on reset. It was noted that the patient is not undergoing radiation therapy. Instructions were provided for clearing the reset, re-installing software and charging the capacitor. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present, a por for mem test on (B)(6)-2013. There was a patient alert for device circuit error on (B)(6)-2013. (B)(4).